Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device screen was black and did not produce an image. The event was identified during set up for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the cable unit and head unit, resulting in the loss of water tightness. Based on the results of the investigation, it is likely that the following led to the malfunction: the endoscopic image could not be displayed, and water tightness was lost due to damage to the cable unit and head unit. However, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.